Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial (e2, e3, g2, and h8). Additional to provide an update to fields (a2, a3, a4, a5, b2, b5, b7, d10, and h6) with information received through follow up. The subject device was manufactured on november 2023 based on the provided 3 digit lot information "3yk". However, the exact manufacture date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the reported event occurred due to various factors such as the size, hardness or shape of the calculus, the device could not be retracted. However, the subject device was not returned and the exact cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: ·do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. ·use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. ·a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. ·this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. ·during lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. ·do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was an therapeutic endoscopic retrograde cholangiopancreatography (ercp) and the device malfunction occurred in the middle of the procedure. A delay of 30-45 minutes occurred to troubleshooting after the stone basket broke. The procedure was aborted and patient had to have a repeat ercp. The condition of the patient was not impacted by the failure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use mechanical lithotriptor v basket broke on a bioduct stone. The physician cut the sheath but was unable to get the basket and scope out easily. The sheath was retrieved by using the emergency handle and removing from the patient. There were no reports of patient harm or injury.